Event description:
Additional information received on (B)(6) 2012 reported a power-on-reset (por) condition. The error code was not available at the time of the call. The por occurred with the implantable neurostimulator (ins) while it was in the box being recharged prior to implant in (B)(6). The same code showed up when using a second implantable neurostimulator recharger (insr) and a different physician's programmer, or "8840." It was not clear if and when the por was cleared but the ins was not formally initialized for an implant procedure. It was noted that the ins was going to be implanted in (B)(6) 2012 but the device was still showing a por message so it wasn't used. Additional information received on (B)(6) 2012 reported that the device was never implanted. In the process of implanting the device several times, the manufacturer representative attempted to charge and/or read it with the 8840, and a por message appeared. The device had been removed from the area to confirm that interference was not an issue. The representative had vociferated that "the odd part is that the next time I read it, it was like the reading had gone through and it started the clock." The device was still in the representative's trunk at the time of this report. The representative tested the device twice again and found the same results; he did not feel comfortable implanting the device in a patient. Additional information has been requested, but was not available as of the date of this report. If/when the device is returned, information from the device's analysis will be included in a supplemental report. Patient information was not applicable.

Event description:
It was reported the implantable neurostimulator (ins) did not recharge prior to implant. There were three attempts to communicate with ins and then it showed a power on reset. Interrogation with the physician programmer failed. The ins was not implanted and a different ins was used with no issues. The code associated with the power on reset was not captured. The ins was fully charged. The lead configuration used was 2x8. No patient symptoms were reported. No patient injury was reported.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was reported that the manufacturer's representative was able to read the battery again after speaking with the tech service a few months back. It was suspected that these complications were likely due to some electromagnetic interference near the operating room. The device was implanted in patient last month, and the manufacturer's representative met with the patient at the end of last week (the week before the manufacturer's representative sent the email), and the patient was receiving great stim therapy with no complications.